Event description:
It was reported that a nurse had setup an infuse for patient , not sure how long after they setup the infuse, but notice the infuse the 8100 unit was off. The drug administered to patient is versed. Incident reported stated pump w/ sn: (B)(6) alarmed indicating and unknown alert around 9:15pm. Physician reported to nurse that the pump was shut off at 10:15pm and immediately restarted and resumed operations. Patient was not harmed but was agitated. There were no errors reported that day. Customer claims in phone call that system was never actually turned on, however he wants to verify.

Manufacturer narrative:
Additional information: d11 investigation conclusion: the report that a ¿unit was off¿ was confirmed in the pcu event log. The event description stated that pump module s/n (B)(6) alarmed for an unknown alert around 9:15 pm and then the pump was shut off at 10:15 pm and immediately restarted. The pcu event log shows pump module s/n (B)(6) did not alarm prior to the channel disconnect. At 10:08 pm on (B)(6) 2020, a channel disconnect occurred and syringe module s/n (B)(6) and pump module s/n 13081104 were removed from the system and then re-added 5 seconds later. The syringe module was then reprogrammed at 10:12 pm and the pump module was reprogrammed at 10:35 pm. A review of the device error logs found no errors during the time of the reported event. Device inspection: only the device logs were received for investigation. Root cause analysis: the proximate cause of the reported unit that was off was identified as due to a channel disconnect. The root cause of the channel disconnect was not identified since the devices were not received for investigation. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 07may2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 22sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only log reviews were provided for investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a nurse had setup an infuse for patient , not sure how long after they setup the infuse, but notice the infuse the 8100 unit was off. Patient was not harmed.